Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The us-probe is leaky. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the us-probe has been replaced. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.